Event description:
Report 1 of 4. It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), there were 3 molecular false positive results. No patient impact reported. The following information was provided by the initial reporter: "fx 442021_3145821 - molecular fp. Customer is willing to provide returns. 6 molecular fps. 5 of the 6 were dual positives. No discrepant results reported. Dates of occurrence: (B)(6) 23, (B)(6) 23, (B)(6) 23, (B)(6) 23, (B)(6) 23, (B)(6) 23 cultures grew streptococcus spp, bacteroides vulgatus group, kleb. Aerogenes, streptococcus agalactiae, bacteroides fragilis, e. Coli. Gram stain was gram positive cocci or gram negative bacilli. Results were not reported and no treatment change."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.